Event description:
Hologic field application specialist (fas) reported on behalf of customer an increase in positivity rates for their sars-cov-2 tma runs on panther instrument sn (B)(4) . Customer noticed a spike in low positive samples, many of which would not repeat when retested (sample ids not provided). Hologic technical support (ts) reviewed wl (B)(4) using assay lot 316798 as part of a general log review to identify any potential contamination; the wl in question had (B)(4) positives out of (B)(4) samples ((B)(4) positivity rate). The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and noted the wl in question was one run where the lab retested the positive samples from the previous days, so the positivity rate was expected to be higher. Ts could not confirm if the samples were true positives or contaminated. Hologic product application specialist (pas) agreed with ts¿s findings and advised to decontaminate the lab and discard all open sars tma reagent kits. No further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.